Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a "high" blood glucose (bg) level. A specific bg level was not provided. The customer was treated with intravenous saline and insulin, and was released from the ER 2 hours later with no permanent damage. Tandem technical support (cts) performed a pump system check and determined customer was using off-label insulin. In addition, customer reported that ¿insulin got too hot¿, and reported that non-tandem sensors were being reused. Cts educated the customer on insulin labeling. The pump was determined to function as intended. Customer declined further troubleshooting with cts.